Event description:
A customer contacted beckman coulter (bec) and reported a leak around the needle bellows of their coulter lh 750 hematology analyzer. The leak was a little blood and diluent and was contained within the instrument. The customer was wearing personal protective equipment (ppe) which included gloves, goggles and a labcoat. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
Per conversation with the customer on (B)(4) 2013, the customer replaced the needle bellows which resolved the leak and the unit was confirmed to be operational. The cause of the leak was the needle bellows assembly. (B)(4).